Event description:
It was reported that the remote transmission failed because the device has implant detect set to on and implant detect has not completed. The patient will need to be seen in order to turn implant detect to off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.